Event description:
On (B)(6) 2019, during the dialysis run, the electricity was intermittently in and out therefore the generators turned on. The switch to the generator created pressure causing tubing to disconnected and a blood leak. Because of the blood leak, the blood was not able to be returned. Leak occurred by the connection between the dial and venous line. Pt received vancomycin after blood leak. FDA safety report ID# (B)(4).